Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) (B)(4). Dosage form - powder. Strength (B)(4). In our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent a primary right knee arthroplasty to address severe arthritis. The patella was resurfaced and competitor products were implanted with two batches of depuy cement. There were no indicated intra-operative complications. On (B)(6) 2019, the patient underwent a right knee revision to address femoral component loosening at an unknown interface. The surgeon noted removing bone growth around the patella. The competitor femoral component and tibial insert were revised. There were no indicated intra-operative complications. Doi: (B)(6) 2016 dor: (B)(6) 2019 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.